Manufacturer narrative:
D9: product received date 3/24/2025. H3: one device was returned for repair with complaint that there was a communication intermittent signal. Visual and functional testing was performed. No service history in the last 12 months. Review of event log found communication module intermittent connection. Ran 25ml/hr over the weekend, no alarm or error code was found. Reported error was not replicated or confirmed. The probable cause of the reported error is the wifi module.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a communication intermittent signal. There was unknown patient involvement. No patient harm/adverse event was reported.